Event description:
A report was received regarding a revision procedure. A patient previously implanted (unknown date) with a plate and screws, right distal femur, presented postoperatively with infection and a broken plate reportedly associated with non-union. During the revision procedure (unknown date), the surgeon removed the broken hardware, performed I&d, biopsy and placed antibiotic beads. This is report #3 of 10 for the same event.

Manufacturer narrative:
Implant and explant dates were reported as (B)(6) 2012.

Manufacturer narrative:
Implant and explant dates are unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.